Event description:
It was initially reported that certain ventricular outputs appeared to be causing both atrial and ventricular undersensing. The device was later explanted due to sensing difficulty. Additional information was subsequently received reporting sensing problems when outputs were programmed to 3.5v or above; there was no p- or r-wave sensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the loss of output was confirmed in this device and was caused by an integrated circuit (pacing regulator integrated circuit). The condition cleared during analysis and could not be re-established. Therefore, the root cause was not identified. Other text : it was initially reported that certain ventricular outputs appeared to be causing both atrial and ventricular undersensing. The device was later explanted due to sensing difficulty. Additional information was subsequently received reporting sensing problems when outputs were programmed to 3.5v or above; there was no p- or r-wave sensing. No patient complications were reported as a result of this event. Visual examination, component/subassembly failure, device was out of specification in a manner that relates to event. Sensing, none sensitivity, undersensing.

Event description:
It was reported that certain ventricular outputs appeared to be causing both atrial and vent undersensing. The device was explanted due to sensing difficulty. No patient complications were reported as a result of this event.